Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 450 mg/dl at the time of incident. The customer did not experienced symptoms of high blood glucose value. The current blood glucose level is 180 mg/dl. The customer treated for high blood glucose with bolus. Based on customer¿s report customer did not allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was assisted with troubleshooting and reported that they did not receiving any alerts. The insulin pump will not be returned for analysis.